Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an enteral feeding set. The customer reports that a pt had a seizure due to not getting enough medication, as a result of the bag leaking.